Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: va0smz5, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-feb-2019, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation a nd gastrointestinal/pelvic floor. Patient stated she had implant replaced for lead not functioning properly or batteries dying. Patient stated she walks funny regularly, so she has had lead that have popped out of place. Patient stated her symptoms returned and stim was uncomfortable. They had to replaced implant and lead. There were no further symptoms or complications reported or anticipated.